Manufacturer narrative:
(B)(4).

Event description:
Procedure type: carotis stenosis surgery. According to the reporter: creating an anastomosis with sutures. Anastomosis created under intact vessel wall. Post-surgery, the patient was controlled at the intensive care ward as the anastomosis ruptured (insufficiency), and therefore an emergency operation was required. During the emergency operation, a broken/ripped fathom was detected in situs. The patient experienced neurological harm a paresis. A permanent harm of the patient cannot be excluded. Extension of the surgery time by more than 30 minutes. Blood loss of about 2.5 liter. Unanticipated loss or irreversible damage to vascular tissue.